Event description:
(B)(4). I had essure placed in (B)(6) 2014. Things were going well or so I thought. In the middle of (B)(6) 2014, I started getting severe cramps with my period. Up until this point, I very rarely had cramps in the 23 yrs I've been menstruating. From that point on, it's been down hill for me. I now have severe cramps almost daily, I have issues with my bowels, I have always been "regular". Now I go from having the diarrhea to being constipated back to the diarrhea and so on. I feel bloated almost daily. The bloat is so bad that I look pregnant at times. There always seems to pressure in my pelvic region. I am nauseous on a pretty regular basis and often have problems eating because of it. I have been having a tingling sensations in my hands and feet. My feet and hands have also been getting so cold to the point that I need a heating pad. My anxiety has worsened tenfold and I now have severe mood swings. Depression. Insomnia, issues with my blood sugar, severe lower back pain, fatigue.